Event description:
During testing and repair at the independent repair center, the irc5po2v concentrator was reported to be alarming (red light). This was due to the pilot valve alarming and the sieve beds being saturated which led to the malfunction.